Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip xtw was implanted successfully. The procedure was discontinued; the final mr was reduced to grade 1+. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, a patient presented with recurrent mr of grade 4+. An ultrasound showed that the implanted mitraclip xtw had a single leaflet detachment (slda). The clip was no longer attached to the posterior leaflet. The patient was referred for a secondary mitraclip procedure. It was reported that on (B)(6) 2026, the patient presented with recurrent grade 4+ functional mr and an enlarged atrium for a secondary mitraclip. During the procedure, a mitraclip xt was successfully implanted to stabilize the slda mitraclip and reduce the mr. The procedure was discontinued, the final mr was reduced to grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.